Event description:
It was reported that on (B)(6) 2013, the home choice (hc) machine sounded system error (se) 2240 during drain 5 of 7. During troubleshooting, there was nothing found that caused or contributed to the alarm. The technical service representative (tsr) advised the caregiver (cg) to dispose of the current supplies attached and start over with all new supplies or continue with manual bags. No clinical consequences for the patient were reported. There were no reports of patient injury, medical intervention, or adverse event.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.